Manufacturer narrative:
Revised: visual and functional inspections were performed on the returned guide wire, and the reported difficulty to remove could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. Possible factors that may contribute to difficulty to remove the guide wire from the delivery device can be affected by numerous factors including, but not limited to, manufacturing, guide wire damages, damage on the shaft of the catheter, outer diameter of the guide wire, inner diameter of the guide wire lumen or procedural contaminates. Design and manufacturing controls have been established to mitigate possible causes. The investigation was unable determine a conclusive cause for the reported difficulty to remove. Based on the reported information it is possible that the anatomical conditions and/or other devices used in the procedure caused the resistance between devices and the difficulty to remove during retraction; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: removed results code 213.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire, and the reported difficulty to remove could not be confirmed. Possible factors that may contribute to difficulty to remove the guide wire from the delivery device can be affected by numerous factors including, but not limited to, manufacturing, guide wire damages, damage on the shaft of the catheter, outer diameter of the guide wire, inner diameter of the guide wire lumen or procedural contaminates. Design and manufacturing controls have been established to mitigate possible causes. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. Based on the reported information it is possible that the balloon catheter used during the procedure became damaged as it was used multiple times, causing the difficulty to remove; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. The armada 14 device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the right anterior tibial artery. A ht command es guide wire was advanced to the lesion and a 2.0x80mm armada 14 balloon catheter was advanced over the guide wire without issues. The balloon catheter was removed and an attempt to advance an unspecified 014 laser catheter over the guide wire was made; however, resistance was felt. The guide wire was removed, and a non-abbott guide wire was advanced. The laser catheter was advanced over the non-abbott guide wire without issues and the lesion was lasered. The laser catheter was removed, and the same armada 14 balloon catheter was advanced on the non-abbott guide wire. The non-abbott guide wire was removed, and the balloon catheter was used as an exchange catheter. A new ht command es guide wire was advanced through the balloon catheter and the lesion was dilated. During removal of the guide wire, resistance was felt with the balloon catheter and both were removed as a unit. The procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.